Event description:
It was reported the device was in use with patient and had a leak near the inner part of the flange. A patient tube change was required to continue patient therapy. No further adverse effects reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.